Event description:
Event description guidant received information that the patient with this adapter exhibited no left ventricular capture, high impedances and high left ventricular thresholds. At an elective changeout procedure, it was noted that a setscrew in the adapter was not tight. After further investigation it was discovered the setscrew was stripped and the lead was loose.